Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device the triggers were jammed, one coupling lever was weaker than the other and the device made an excessive noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from use. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was discovered that the small battery drive device was making a grinding noise. It was further reported that the device had a problem with the internal motor bearings. During in-house engineering evaluation, it was observed that the triggers were jammed, one coupling lever was weaker than the other and the device made an excessive noise. There were no delays to the planned surgical procedure an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.